Event description:
On (B)(6) 2013, a patient reported that their meter would reject test strips from a specific vial. This issue is being reported because troubleshooting was unable to resolve the problem at the time of the complaint or since. There is no evidence to suggest that this malfunction caused or contributed to an adverse event.